Event description:
Complainant alleged that during biomed testing the device was unable to adjust pacer output or pacer rate. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.